Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing and a loss of capture were noted on the right atrial lead. It was later reported that the patient had passed away due to unknown causes. There was no apparent malfunction related to the device and the cause of the death.